Event description:
It was reported that during an unknown procedure, the staples fell off before the package was opened. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Cartridge pan dislodged. The analysis results showed that one ecr60d reload was received unfired and inside its sterile package. The returned reload was noted to have the pan detached from the cartridge and some drivers out of position. No functional test could be performed due to the condition of the reload. No conclusion could be reached on what caused the pan to dislodge or the drivers to be out of position. Event could not be confirmed as no foreign matter was found during visual testing. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.